Manufacturer narrative:
The cause for the discordant (B)(6) results is operator error. The investigation at the customer site has shown that the discordant results were from aliquots. Testing was performed on the source sample tubes and the results were (B)(6). The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur xp hav total ((B)(6)) results were obtained during a system comparison study. The results for three patient samples were (B)(6) on the advia centaur xp and (B)(6) on the advia centaur cp and an eia method. One result was discordant with the eia method. The testing on the advia centaur cp and eia method occurred at a different facility. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.